Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. A qualified associated cartridge was used. The handpiece and viscoelastic products are unknown. It is unknown if qualified products were used. The instruction for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. Information was provided that the company 22.0 diopter (1.5 extended depth of focus) lens was removed and replaced with the same lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2023-22701.

Event description:
An ophthalmic surgeon reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be cracked. Hence the lens was removed during the procedure and replaced with another lens. Additional information was requested, but further no information was available.